Manufacturer narrative:
(B)(4). Additional information: the device was received with the shrouds separated. Mechanical testing revealed that there was difficulty in closing or opening the jaws, manual assistance was needed to open or close the jaws. One hand was use. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The instrument was disassembled to inspect the internal components and no damage was found that could be associated with the opening and closing the jaw. A probable cause of jaw issues to the device could be not allowing thick and fibrous tissues to denature prior to I-blade advancement and proceeding to apply excessive force on the handle causing the shrouds to give and detach. No conclusion could be made as to the separated handles.

Event description:
It was reported that during an unknown procedure, the jaws would not open. The case was completed by using another type of electrical device. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.